Event description:
Customer reports a cracked dialyzer on reuse number 9 that was found after reprocessing. The location of the crack on the dialyzer is not availble at this time. Treatment was continued with new disposables without incident. No patient injury or medical intervention reported.